Manufacturer narrative:
The customer complaint of no ac light and not powering on was confirmed and replicated during the investigation. Functional testing of the returned front panel with keypad confirmed that no ac power led was illuminated and the system would not power on. Internal inspection of the keypad identified fluid ingress and a cracked/open trace on the keypad flex circuit. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there was a number of failures with the bd branded (m2) keypads within a three month time span. The customer stated; "no ac light while plugged in and the pcu would not boot up when pressing the system on button. Testing had determined that the keypads were faulty for all these cases. The devices were all checked in february 2019. The customer confirmed that there was no patient involvement.